Event description:
It was reported to manufacturer by the vns patient, that an ent had diagnosed her with vocal cord paralysis after having been implanted with the vns device. The device had not been programmed on at the time the patient reported the event. Additionally, the patient's voice was noticeably hoarse when speaking to the manufacturer representative. Further follow up with the vns patient's treating neurologist revealed that the patient's voice had returned and there was no noticeable hoarseness. The patient did not recall the name of the ent who evaluated and diagnosed the vocal cord paralysis and the neurologist was not aware of the ent's name or contact information either. Therefore further follow up with the ent has not been possible to date. The neurologist programmed the device on at low settings at the follow up visit and the patient tolerated the settings well. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.